Event description:
It is reported that upon initial insertion of the fms control into a pt water was leaking out the autovalve inflation port, it was removed and no fluid was noted int eh balloon. A new fms control was inserted into the pt without difficulty and functioning properly, resulting in no untoward affect to the pt.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.